Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with an inflatable penile prosthesis (ipp) presented with a right cylinder that had migrated out of the corpora. The corporal incision was suspected to be weak allowing the cylinder to migrate. The ipp was explanted, and there were no patient complications reported.